Event description:
The doctor proceeded to book theatre for the pt on (B) (6) 2010, to fault find the problem. He firstly checked the ventricular catheter in which he detached the proximal catheter from the spva and the csf was flowing very well, then, he detached the distal catheter from the spva valve and then opened the pt to view the peritoneum. He proceeded to flush the catheter with saline and the saline flowed freely through the catheter to the peritoneum. Once established that it wasn't the catheters, he attached a small catheter to the antechamber on the valve with a 30ml syringe filled with saline without the syringe driver and no saline proceeded through the valve. The doctor proceeded to implant another sophysa polaris valve spva (B) (4)/w0179 exp 2014/05 30 to 200.

Manufacturer narrative:
The incident has been reported to manufacturer on 01/04/2010. Results of analysis will be developed in a follow-up report.